Manufacturer narrative:
As reported, a 6/7f mynxgrip vascular closure device (vcd) was not working well. Additional information was received during analysis that the returned device indicates that the balloon may have not been purged of air during the preparation phase, and that excessive tension may have been applied on the device during pullback due to a severely inverted distal tip. There was no reported patient injury. The customer does not remember the exact situation. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the sealant, sealant sleeve and advancer tube were observed to have remained in the manufacturing position as received. The procedural sheath was not returned with the device. It was noted that the balloon¿s distal tip was bent/curved as received. Shuttle down procedure was simulated, and the advancer tube was found properly engaged to the proximal tamp lock. The balloon of the returned device was inflated with water, and pressure was maintained with proper functioning of the inflation indicator per mynxgrip instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. Visual inspection at high magnification revealed that there was no saline in the balloon of the returned device as received. Visual inspection at high magnification also showed that the balloon¿s distal tip was severely inverted. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase, and that excessive tension may have been applied on the device during pullback which may have contributed to the reported failure. The product history record (phr) review of lot f1918902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿unknown - device incident¿ was confirmed and likely to be an event of ¿balloon pull through¿ due to the condition in which it was received. However, the exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information provided and the investigation performed, the event experienced by the customer may have been due to incorrect prep of the balloon as evidenced by no saline noted in the balloon during analysis, which can result in a pull through event. Additionally, the event could also be attributed to excessive force applied during pullback as evidenced by the severely inverted distal tip and the curved core wire. The mynx control IFU), device preparation and positioning, instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. The mynx control IFU, step 1: position balloon, also instructs users to pull gently on the device to retract the device until the black line in the tension indicator window aligns with the marker on the side to ensure the balloon is abutting the vessel wall with the correct amount of tension. If excessive tension is applied to the device during the position balloon step that can cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was not working well. Additional information was received from fal and during the analysis, it was noted that the returned device indicates that the balloon may have not been purged of air during the preparation phase, and that excessive tension may have been applied on the device during pullback. It was also noted that the balloon distal tip was bent/curved. There was no reported patient injury. The customer does not remember the exact situation. The device will be returned for evaluation.